Event description:
Customer has a v60, and it is giving a low leak co2 rebreathing risk alarm. He verified there is a 1203 code in the significant log which is consistent with low leak ¿ co2 rebreathing risk. Ventilator was reported to be in use however there was no patient impact. Customer spoke with a remote service engineer (rse) for troubleshooting. He stated the average air flow was .5 slpm, and the average o2 flow was 0.2 slpm. Rse advised to complete the entire performance verification testing (pvt) and informed customer the recommended part replacement is the flow sensor assembly. Customer replied that pressure is within specs, flow is not. At 1 lpm display reads 1.2, external analyzer 18 lpm; at 10 display is 3.1, external analyzer 272 lpm, same at 140 lpm. Customer will order air/o2 flow sensor assembly. The investigation is ongoing, further information is pending.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/08/2022, 10/02/2022 and 10/11/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.